Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd syringe sftygld 1ml w/ndl 27x1/2 rb had foreign matter in the fluid pathway during use. Verbatim: ¿small white dot in gasket of syringe.¿

Event description:
It was reported that the bd syringe sftygld 1ml w/ndl 27x1/2 rb had foreign matter in the fluid pathway during use. Verbatim: ¿small white dot in gasket of syringe.¿

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2020-04-22. Investigation summary one sample and one photo were provided to our quality team for investigation. Upon visual inspection, a grey particle was observed on the stopper of the syringe. The product was sent for characterization analysis and identified the particle consisted of stopper material mixed with silicone. A device history review was performed for reported lot 1807227, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly machine uses a di-ionizer to remove polypropylene particles from the inside the barrel. While we could not identify a direct issue, polypropylene particles can generate during the transport of the product within the manufacturing equipment and likely became mixed with the stopper material, resulting in the particle observed in the returned product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.